Manufacturer narrative:
(B)(4).

Event description:
A report was received that when the ipg was fully charge, the patient's implant site get hot, sometimes it did get red and there was swelling. It was also reported that there was a little bit of stinging when charging. The patient was given a patch by the physician and that it did help with the symptoms.